Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that almost five months after the dental implant was placed, in ada site #13 of the patient¿s mouth, non-osseointegration was observed. The patient presented type ii bone. The device will be forwarded to the manufacturer for investigation. Patient reported pain, mobility and abscess at time of event, no further complications were observed.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4) - the clinician reported that almost five months after the dental implant was placed, in ada site #13 of the patient¿s mouth, non-osseointegration was observed. The patient presented type ii bone. Patient reported pain, mobility and abscess at time of event, no further complications were observed.